Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with chest pain. It was noted that the leadless implantable pulse generator (ipg) had no pacing spikes on the heart monitor. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.